Event description:
It was reported that during a low anterior resection, after the second firing, the jaws of the stapler did not want to open up. The doctor had to cut the bowel loose. They opened a second contour to complete the case.